Manufacturer narrative:
(B)(4). Date sent: 2/1/2024. D4: batch # unk. A manufacturing record evaluation was performed for the finished device lot/batch number, u95y0g, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that device was defective because it was not possible to load the reload. No patient impact.

Manufacturer narrative:
(B)(4). Date sent: 2/7/2024. D4: batch # u5f59d. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with the anvil bent upwards and with a gst45d reload present. The reload was received unfired. Furthermore, the anvil knife slot was noted to be damaged and what appears to be traces of tissue. No functional test was performed due to the condition of the device, however, the cartridge was installed and removed without difficulties. Although no conclusion could be reached as how the anvil was damaged, this condition can be caused by the combination of tissue and/or buttressing material compressed between the device jaws beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number u5f59d, and no non-conformances were identified.